Event description:
An elevated high-sensitivity troponin I (tnih) result was generated for a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician, who questioned the result. A second sample and the first sample were processed on the same atellica im 1300 analyzer and recovered similarly lower than the first sample's initial result. A corrected report was provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih patient result.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of an elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. The result was elevated compared to repeat testing of the same sample and another sample from the same patient. A siemens customer service engineer (cse) went to the customer's site. During the visit, the cse checked the instrument, and the instrument was operating correctly. The cse downloaded data from the instrument. Siemens continues to investigate. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Manufacturer narrative:
The initial MDR 1219913-2022-00428 was filed on december 12, 2022. An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation that an elevated high-sensitivity troponin I (tnih) result was generated for a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician, who questioned the result. A second sample and the first sample were processed on the same atellica im 1300 analyzer and recovered similarly lower than the first sample's initial result. Additional information - january 6, 2023: siemens reviewed available information to evaluate for a potential product problem. Qc was in range at the time the sample was run. This is suggestive of a patient/sample specific cause for the initially elevated result. No other samples were known to be affected around the time of the initial discordant result on this patient. Sample identifier tnih results: (B)(6) (first sample), 11624.49 pg/ml (discordant, reported); (B)(6) (second sample), 161.26 pg/ml (correct); (B)(6) (first sample repeat), 164.08 pg/ml (correct, reported). All three results were elevated for tnih above the instructions for use 99th% cutoff of 45 pg/ml. A siemens cse checked the system and found no abnormalities that would cause the issue. Siemens assessed the log files provided for the discordant sample (sid#: (B)(6)). Review of the reagent trace file did not show evidence of a hardware issue that is impacting delivery of the tnih reagents. The sample trace for sid#: (B)(6) passed specification and did not show evidence of a sample probe issue impacting the sample aspiration/dispense. All three results were elevated for tnih above the IFU 99th% cutoff of 45 pg/ml. Pre-analytical variables can affect the quality of the sample. While there is insufficient information to determine the cause of the discordant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. No potential product issue is observed. The customer is operational.